Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft allegedly failed to deploy. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that a stent graft allegedly failed to deploy. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary:based on the investigation of the delivery system returned it was confirmed that user could not deploy the stent graft at all. The outer catheter was found elongated and broken which indicated that excessive release force was present during deployment attempt. Further deformation was present indicating that the user tried to release the stent graft by using tools. Increased friction must have been present leading to excessive release force and subsequent sheath fracture. An indication for a process related issue could not be identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The IFU further states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.'